Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article : inadvertent septal perforation during conduction system pacing device implant: a case report. European heart journal - case reports 2024; 8, 1¿4. Doi: 10.1093/ehjcr/ytae106. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding conduction system pacing (csp). The authors described a patient who experienced a septal perforation during the left bundle branch area pacing (lbbap) implant. During the lbbap placement, the lead was noted to have penetrated the left ventricle. Contrast injection confirmed migration of the lead through the interventricular channel. The lead was retracted and subsequently repositioned at the his location. The lead remains in use. No additional adverse patient effects were reported.